Manufacturer narrative:
Evaluation summary: the customer indicated the use of an approved cartridge and viscoelastic. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(6) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(6) market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(6) market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(6) market. A corrective and preventive action has been instituted; the investigation is ongoing. (B)(4)

Event description:
Additional information was provided by the surgeon, who reported that on the date of onset hyperemia, anterior chamber cells, flare, fibrin were observed. Bacteriological testing was not performed. The patient was treated with steroids, antibiotics, non-steroidal anti-inflammatory, oral antibiotics and an intravenous injection. The symptoms improved after the initial medical treatment. The surgeon's clinical judgement was that this was non-infectious. The steroid were remarkably effective. It was immediately improved.

Manufacturer narrative:
Corrected information was provided: evaluation summary: the product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other similar complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since (B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(6) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. The product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested, however, no further information is expected. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that a patient developed inflammation on the third day after an intraocular lens (iol) implant procedure. The patient's symptoms resolved with steroid treatment. The lens remains implanted. Additional information has been requested.